Event description:
It was reported that two years and four months following a coronary drug eluting stenting treatment procedure, there was thrombosis. The pt had a bare metal stent of an unknown type previously implanted in the mid left anterior descending (lad). Approximately one year later, there was restenosis and a proximal dissection that was treated using a taxus express2 drug eluting stent of unknown size. There were no complications with this procedure. Two years and four months later, the pt (while on vacation) presented to another hosp with a myocardial infarction (mi). Thrombosis was found in the lad at the proximal end of the stent and midway into the stent, where the taxus express2 stent and the bare metal stent overlapped. At this outside facility, the thrombosis was treated with angioplasty. The pt then followed up with the complainant who performed ivus and found significant progression of disease in the rca. The pt is currently recovering from the mi with a plan to go to surgery for coronary artery bypass for follow up treatment. The physician indicated that the pt had been off of plavix for quite some time (it is unknown when the pt took the last dose) and two weeks prior to the thrombosis incident, the pt had stopped taking aspirin. The pt was not taking any other antiplatelet medications.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.